Event description:
Customer reported that they mistreated patient. One fractions of a thirty-five (35) fraction treatment cycle was misadministered by the radiation therapist. It appears that the third marker is not in the same position. It was in when the patient was CT-scanned. The relative superior to inferior positions of marker 2 and 3 have changed. Marker 3 is now more inferior than number 2. This change along with the isocenter being positioned more than a centimeter away from the nearest marker resulted in a smaller shift than what was necessary. The customer did not inform us of the magnitude of the offset of the treatment localization. An educated guess would be approximately 9 mm to 10 mm during the treatment. Upon review of the treatment by the physician, no adjustments to the dose plan will be necessary and there was no injury to the patient.

Manufacturer narrative:
The operator had the isocenter centroid distance set externally from the markers. The software was set to "rotation and translation" mode. If the target point is not the same anatomy (organ) as the markers, it may move differently than the marker do and recommend shifts which do not match what the clinician expects. Additionally, a marker had migrated leading to inaccurate anatomic registration coordinates. Switching the software to "translation only" modality allowed the software to correctly calculate a new recommended shift which differed by approximately 1 cm. A notification letter was generated and mailed out to all user on 4/14/06 to help users understand which modality to utilize for optimal treatment calculations.